Event description:
During right knee arthroscopy with acl reconstruction with quadgraft, medial meniscus repair-a metallic remnant from the meniscal repair device was retained in the posterior medial aspect of the knee. Post procedure xray confirmed the retention.